Event description:
It was reported that during an unknown procedure, the clip would not close or sometimes there was a tear drop shaped clip fire. No further details are available and the device was discarded.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Only year known, assumed 1st day of month (november) that complaint was reported. Additional information: (B)(4)